Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with oral antibiotics to address the infection. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00351, 3006705815-2023-00363. It was reported that the patient experienced infections at both the lead and ipg site. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted. Patient was treated for infection with oral antibiotics.